Manufacturer narrative:
Date received on follow-up report #1 is (B)(6) 2014. Placeholder.

Manufacturer narrative:
Device available for evaluation - yes. Device evaluated by manufacturer - yes. The returned lens was received in a zip lock bag. The lens is cut in two pieces, most probably to make explant possible. Visual inspection was conducted using a microscope at 12x magnification shows the lens can be identified as tecnis multifocal acrylic 3-piece intraocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. The lens is contaminated and the optic is damaged and scratches are present. Visual inspection of the return sample shows the lens is damaged, most probably to make explant possible. Considering this conclusion, no further corrective and or preventive actions would be necessary. In addition a review of the manufacturing records was conducted. Results found no non-conformances in the device history records and sterilization records. There were no associated non-conformity in the material reports and environmental monitoring records. The product order for this device was not produced under deviation. There was no process or material changes. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that a male patient was implanted with a zma00 21.0 diopter intraocular lens in the right eye. The lens was subsequently explanted eight (8) weeks later and replaced with a non-amo manufactured lens. Despite follow up attempts to obtain additional information regarding the reported event, no response has been received.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report as been submitted. Placeholder.